Event description:
On (B)(6) 2012, 3m espe learned that surgical intervention was required to remove two broken implants in the lower jaw of a pt. During placement on (B)(6) 2012, using a finger driver, the heads of the implants placed at tooth location 22 and 26 fractured. In both locations, a dental bur was used to remove a small amount of bone and a hemostat was used to remove the fractured implant fragment. In addition to the removal of the bone, the treating dentist reports that the pt suffered bruising.

Manufacturer narrative:
Over the last four years, the rate of fractures of implants (both during and after placement) is low and no patterns or trends are noted.